Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the original issue with the pump was the conflicting residual volume. The pump had an active empty reservoir alarm but had 20 ml residual volume. It was later discovered through diagnostics that the cause of that was the kink in the catheter. This was obstructing flow, therefore leaving the pump with a high residual volume. The pump was then replaced due to medical judgement by the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was receiving fentanyl (50 mcg at 8.75) via an implantable pump for unknown indications for use. It was reported that the patient reported no pain relief from the pump. A dye study was attempted on (B)(6) 2023 , but aspiration was unsuccessful. It was determined that the catheter was kinked at the proximal site of the anchor in the back. The cap was checked for patency. The rep was notified today, (B)(6) 2023 that when trying to perform a refill procedure (date unknown) that the pump was full, contrary to the 2 ml's that the pump report showed. Today, (B)(6) 2023 the day of replacement, the empty reservoir was going off, but the residual volume was approximately 20 cc's.  There were no known external factors. The catheter was cut distal to the collet and there was no flow. The catheter was re-anchored and added 8784 catheter. The catheter and pump were replaced. The issue was resolved. The patient's status at time of report was alive - no injury. The patient's weight and medical history were asked, but unknown.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: , ubd: 22-jun-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.